Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however blood noted on distal conductor (not obstructed); the full lead was returned and analyzed. Balloon catheter: no anomalies found.

Event description:
It was reported that the left ventricular lead could not be implanted due to patient's anatomy. It was also reported that the catheter balloon would not deflate when tested outside the bod. The lead was not used. No patient complications have been reported as a result of this event.